Manufacturer narrative:
The device has been returned and an investigation has been undertaken. When the results of the investigation are available a follow-up report will be submitted.

Event description:
Customer reported receiving an error-4 message on their locked freestyle meter when the test strip was inserted. While assisting the customer it was determined the device had become unlocked. There was no report of serious injury, death or mistreatment.